Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the intra-aortic balloon pump (iabp) originally had a blood back. The hospital's biomed replaced parts from the safety disk back to the purge filter. The iabp then ran for multiple hours, then alarmed with an autofill failure alarm. The fse was able to verify the autofill alarm, and the bimba cylinder was not filling with helium. The fse was able to exercise the valves and get the bimba cylinder moving. The fse replaced the purge valve assembly to eliminate any blood contaminants that may have gotten passed the purge filter. The customer had a balloon and the iabp pumped on a balloon for over 48 hours. The iabp passed all tests and calibrations and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having autofill failures and the hours on the timer were far off. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.